Manufacturer narrative:
Occupation: health professional (hpro). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic anterior resection converted to open, on resection of cancer prior to end to end circular anastomosis, the device partially fired and staples did not deploy. A pure string and manual anastomosis for circular end to end join and procedure time doubled. There was a blood loss of 500 cc due to the device¿s issue. The surgical time was extended for more than thirty minutes. The incision was extended for more than one inch. A delay of surgery was noticed. They converted to open with manual suturing to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.